Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified valve set was leaking. The leak was further described as, ¿mvi leaking into solution¿. This issue was identified during and unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown) correction made to f10/h6: health effect - impact codes: replace f26 with f27 b5: during follow up, it was clarified that a em2400 valve set leaked. The issue occurred after completing the "set up wizard." H4: the lot was manufactured between november 10, 2021 - november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.